Event description:
It was reported that the patient had an intertrochanteric fracture on unknown date and one dynamic hip system (dhs) plate, one lag screw, one compression screw and three cortex screws were implanted. The fracture reportedly had healed. On an unknown date, the patient's greater trochanter re-fractured due to an unknown reason and a revision surgery was performed on (B)(6) 2014. Two 7.3 mm cannulated screws were implanted. All the hardware from the original surgery was explanted intact. There is no allegation against the explanted devices and they were explanted only to put in the new hardware for the revision surgery. The patient outcome was fine, there was no time delay and the procedure was successfully completed. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date: original implant date unknown. (B)(4). A review of the device history record revealed no complaint related anomalies. The device history record shows lot 5441482 of 135 deg dhs plate-standard barrel 4 holes was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record determined the raw material lot 5085985 met all specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.